Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked reservoir tube lip and broken battery tube threads.

Event description:
Customer reports that while screwing battery cap back onto insulin pump, a piece chipped off the battery compartment. Customer's blood glucose was between 130 mg/dl and 140 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)